Event description:
It was reported that during positioning of the balloon dilatation catheter in the sfa, 100cm of the catheter detached in the pt. After several unsuccessful percutaneous attempts were made to retrieve the detached segment, surgical intervention was performed to remove the detached catheter. The pt was reported to be doing well following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.